Manufacturer narrative:
Update to h10: a technical support representative reviewed customer data and performed data analysis. Root cause was undetermined.

Event description:
Customer reported receiving a false positive result on an (B)(6) 2022 when using the cue covid-19 test for home and over the counter (otc) use (cartridge sn (B)(6), lot 22989l, reader sn (B)(6)).

Event description:
Customer reported receiving a false positive result on an unknown date when using the cue covid-19 test for home and over the counter (otc) use (cartridge sn not provided, lot 22989l, reader sn (B)(4). Although requested, no further information was provided regarding this false positive event.

Manufacturer narrative:
Response to device evaluated by manufacturer: cartridges used by the consumer were not sent back for evaluation, therefore, the devices could not be evaluated. The customer provided information regarding the suspected false positive test and a member of the technical support group was able to perform data analysis. The complaint history was reviewed and there was one previous similar complaint against involved lot. The lot history record (lhr) was reviewed for the lot number in the complaint, and it passed release specifications. Further investigation could not be completed due to lack of information. Cartridge serial number was not provided.